Event description:
The pt reportedly experienced sound quality issues and intermittency. External equipment was exchanged; however, this did not resolve the issue. Revision surgery has been scheduled.